Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, during needles deployment, the needle plunger could not be fully deployed. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle plunger could not be deployed was not confirmed as the analysis of the returned device found the needle plunger was returned outside of the device. However, inspection of the returned device indicated that posterior cuff miss and subsequent anterior cuff-to-needle tip detachment occurred and the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.